Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a hole in the extension tube which led to a leak. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first set of catheter had an issue where the guide wire cannot be inserted due to a blocked dilator and no damage was noted on the catheter body. It was stated that the dilator that came with the kit was the one used. It was replaced with a new set of catheter, but post insertion, it was found that the junction between the extension tube and red (arterial) luer adapter had a hole/damage and cannot be used. It was then replaced with another catheter and the third catheter resolved the issue and the procedure was completed. The insertion site was not treated prior to insertion. No other products was utilized with the device. Nothing unusual was observed prior to use besides the reported issues. Cleaning and flushing was done with saline on both devices and no abnormality was noted and no package damage was reported. No cleaning agents were used. The catheter was not repaired, no cleaning agent was used, there was no luer adapter issue. There was a small amount of blood loss and no transfusion was required. No intervention was required. There was no reported patient injury.